Event description:
It was reported the patient's blood glucose levels rose to 20.3 mmol/l (365.4 mg/dl) while wearing the pod for between 1 and 4 hours. The patient noted bleeding and pain at the insertion site (leg). As treatment, a new pod was applied.

Manufacturer narrative:
Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising or pain at the infusion site. No blood was found anywhere on the device. The formed needle was inspected, and no abnormalities were found. Although the investigation found no evidence of any damage, the reported infusion events could not be determined. The device was received fully deployed with the exposed portion of the soft cannula stretched. This was confirmed via out of specification measurement taken during investigation of the entire soft cannula length. Further investigation found a hole in the exposed portion of the soft cannula. During fluid path testing, fluid was unable to flow through the entire fluid path due to the hole in the exposed portion of the soft cannula. The timing and cause of this soft cannula damage could not be determined. Inspection of the download data and phb data showed no evidence of issues with insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.